Event description:
The oxygen line came disconnected from the reservoir bag. The pt was on 100% 02 at the time. When the clinicians became aware of the situation, they obtained another resuscitator bag and were able to effectively oxygenate the pt. Although the pt's o2 saturation dropped to 70% during the event, no serious effect on the pt was noted.